Event description:
It was reported that after a da vinci-assisted surgical procedure, the wire of the tip-up fenestrated grasper instrument was broken. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.